Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to migraines, dizziness, asthma attack. There was no report of serious patient harm or injury. The patient reported to have seen a general practitioner and went to the emergency room. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In this report, box b "adverse event/product problem" has been changed to adverse event, and box h has been updated/corrected.